Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2016-00186.

Event description:
The report received stated that a thoracoscopic right upper lobectomy and lung drainage was performed through a drain connected to the oasis system. When the suction was started at -20cmh2o. Bubbling was detected continuously and strongly. The anesthetist was not able to ventilate the patient. The surgeon reopened the patient for cutting the middle lobe and lower lobe before using staplers for ensuring a certain hermeticity of the lung. When the suction was restarted, the dysfunction was the same. The drain system was replaced and the dysfunction disappeared.

Manufacturer narrative:
Drain was received, disinfected and inspected for any obvious damage. The original tubing was not included with the drain return. Per the information provided the same tubing was used for the replacement drain. The returned unit was prepped and set-up per the instruction for use: step 1. Fill water seal to 2 cm line - add 45 ml of sterile water or sterile saline via the suction port located on top of the drain. Step 2. Patient tube was connected to the patient port and clamped off. Step 3. Connect suction to chest drain - attach suction line to suction port on top of chest drain. Step 4. Turn suction source on - increase suction source vacuum to -80 mmhg or higher. Suction regulator is preset to -20 cmh2o. Adjust as required. Suction bellows will expand to the tick mark or beyond when suction is connected and operating at a regulator setting of -20 cmh2o or higher. The vacuum on the drain was set to -20 cmh2o and the read-out on the testing unit display was -20.42 cmh2o, which meets the product requirements of not more than -45 cmh2o and it is an appropriate reading for a -20 cmh2o setting. During the testing the drain functioned properly with no bubbling in the water seal indicating there was no leak in the drain. Engineering summary/conclusion: no root cause could be determined as the unit functioned to specification. It is possible that the air leakage was caused by a poor connection or misplacement of the catheter.